Event description:
It was reported to kmedic that one jaw of the rongeur broke off during a neurosurgical procedure causing possible damage to the pt's brain tissue. Fortunately, the pt is fine and did not suffer any adverse events.